Event description:
As reported by the importer: report of a patient using the accuflo 1670/250 with naficillin in normal saline. Patient tried to begin infusion at 7:00 am, by 8:30 am, the pump had not begun to infuse. Patient thawed another device and infusion was completed. Patient called into office at the end of the second accuflo. Nurse could not access kinks, etc. In the line.

Manufacturer narrative:
(B)(4). The device is currently on shipping from us to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.